Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 17.5 diopter intraocular lens (iol) was implanted in a post-lasik patient's left eye (os) on (B)(6) 2018. Post-operatively, on (B)(6) 2018, the patient complained to the doctor of being unhappy with his vision. Reportedly, the target was -0.18 and the patient ended up 0.50. Therefore, the doctor performed a lens repositioning procedure on (B)(6) 2018, but it didn''t resolve the patient''s issues. The lens was then explanted on (B)(6) 2018 and replaced with the same diopter power, but different model pcb00. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury and the patient is doing fine post-operatively. Pre-surgical manifest refraction in the left eye was 0.50 x 0.75 x 45 degrees at 20/20. The add was 2.50 and glare was 20/400. Post-surgical manifest refraction in the left eye was 0.25 x 1.00 x 150 degrees at 20/20. The add was 2.50 and seeing shadows. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.